Event description:
The customer reported an error with their cgm, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the customer was guided through this process. After the reset, the cgm error did not reappear, and the customer successfully began their sensor session.